Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7086253. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Batch/lot number: 7085304. Serial number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) and spinal cord stimulator (scs) revision procedure due to significant trauma that stemmed from a fall and a separate physical altercation, it was also noted that the ipg was damaged and leads had high impedances. The patient underwent a replacement procedure and was doing well postoperatively. The explanted device was not returned.